Event description:
It was reported that an overinfusion of morphine occurred. The pump was set to deliver at a rate of 2 cc/hr. Nurse noted after 15 minutes that morphine was flowing too fast and stopped infusion. 75 mls of morphine had infused into pt. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date 5/15/1997. The pump was received and visual inspection found the inspection seal broken and partially missing, and dried solution spillage was observed in the pumping mechanism. The mechanism gap was measured and found to be 0.155 inch (minimum specification: 0.160 inch). Engineering could not duplicate the overinfusion/freeflow during testing on the returned unit. The reduced gap may have affected how the set was loaded into the mechanism. Other possible causes for this type of failure can be operator not using the roller clamp before starting an infusion, interrupting an infusion, or removing the set. Roller clamp should be manually closed. The reported "overinfusion/freeflow may have been caused by the set misload or programming error. Proper techniques for loading the set, per the direction for use, is: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the orange latch." MFR also implemented the following: a label which reads: "warning: misloading the set may result in freefloe." A safety alert, dated 4/11/1997, directs the user to check the mechansim gap and replace the follower housing as necessary, and ensure the set is correctly loaded. A service bulletin has also been issued to address the proper cleaning and maintenance of the pumpimg mechanism. This report was filled out by the MFR.